Event description:
Complainant alleged that during a routine shift check of the device by a clinician, the unit powered up to a blank display. The complainant that there was no patient involvement in the reported malfunction.